Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one q-syte attached to an extension set and two photos. Upon visual inspection of the received unit and extension tubing, no visible damage was observed. An attempt to separate the q-syte and extension tubing was performed. During this attempt, the extension tubing was damaged and it was found that the q-syte and extension tubing were stuck together. A leak test could not be performed since the two components could not be separated and the extension tubing had been damaged. Despite that, the q-syte was dissected to inspect the septum for damage. During inspection of the column, a tear was observed. Tears to the column are known to cause leakage. Based on the observed damage, the defect of leakage can be confirmed. Damage to the column can occur during manufacturing due to misalignment or damaged/burred probes. This defect can also occur during use due to excessive actuations or extraneous force on the septum in the user environment. As the device has been opened and used, it cannot be conclusively linked to either manufacturing or use as the defect would have the same appearance. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device, bns experienced leakage. The following information was provided by the initial reporter: when applying pressure to start the infusion connected to the ext. Tubing (the IV route for an infusion pump), leakage from q-syte was observed.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device, bns experienced leakage. The following information was provided by the initial reporter: when applying pressure to start the infusion connected to the ext. Tubing (the IV route for an infusion pump), leakage from q-syte was observed.